Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that there was power on reset seen and cleared successfully with the clinician programmer. The ins could be charged by the implantable neurostimulator recharger (insr) and no further por was seen. The insr was reported to be at 75%. The ins had been in the manufacturer representative's car for a couple of weeks at +90 degree temperature. Additional information was received from the manufacturer representative reporting that the error screen did not appear after it was interrogated with the clinician programmer and the ins appeared to be able to start a normal charge session without difficulty. The ins was implanted on (B)(6) 2016. There were no patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.